Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump was monitored and no excessive no delivery alarm with a wrong date/time noted. The date/time functioned properly. Pump had minor scratched display window and partially broken off reservoir tube lip.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's mother reported via phone call that they received no delivery alarm, has wrong date and time. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer has been treated for high blood glucose in the past with a bolus from the insulin pump, how treated with manual injections. The mother stated thought it was the settings and does not and the doctor advised it is malfunctioning and skipping days. The customer's mother declined to go over any troubleshooting as doctor advised her the insulin pump needs to be replaced out. The customer's mother stated just disconnected from the insulin pump today. The insulin pump will be returned for analysis.